Event description:
It was reported that following implant of the right ventricular (rv) lead it dislodged. Upon a secondary attempt to reposition the ead, r-wave reading dropped and threshold increased with the ventricular electrogram (vegm) showing intermittent ventricular sustained tachycardia. The rv lead was attempted to be repositioned a third time, however there was noted high impedance and high threshold possibly due to a small cut at the anchoring sleeve area during lead extraction. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the visual summary analysis of the lead indicated damage at implant and the lead stretching. (B)(4).